Event description:
It was reported that following a non-device related accident the patient experienced a return of their pre-existing pain and inadequate stimulation caused by high impedance readings on the spinal cord stimulation lead. The model number and serial number of that lead cannot be obtained despite good faith efforts. The patient underwent a revision procedure in which a new lead was implanted. No devices were explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block d6a: date approximate. The patient was implanted in 2020.